Event description:
There was no patient involved in this event. This device malfunctioned because the pad unit depletes known working pad-paks.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in december 2010 and performed to specification, alongside random manual power ons, up to the 7th september 2014. The pad-pak was removed and then reinstalled in november 2014. The device failed multiple self-tests. An increase in voltage was observed on the 10th november 2014 and the device passed a self-test. These voltages could not have been achieved with heartsine pad-pak and are indicative of the device being attached to a power supply. Between 10th-12th november 2014 the device records multiple manual power ups containing nonsensical durations during this time. This may indicate the user was removing the pad-pak to power off the device rather than using the on/off button or the pad-pak was incorrectly seated within the device. It is reasonable to conclude that devices returned for the reported fault may be attributed to a failure of the c9 capacitor. A breakdown of the capacitor could have caused premature depletion of the pad-pak resulting in the low battery warnings recorded. Investigation was unable to replicate the reported fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.